Event description:
While attempting to do a demonstration, the salesman found that the unit displayed "lead fault" on all ECG leads. There was no pt involved. The problem was determined to have been a cable on assembly 591379 that had come partially unseated from the connector. The event is not occurring more frequently or with greater severity than is usual for the device.